Event description:
Patient was disoriented at home and called the paramedics. Her blood glucose level was over 900 mg/dl when admitted to the hospital. She stated she did not know why she was disoriented and that after a while her pump just started beeping. The doctor said she also had a heart attack.